Event description:
Medical staff reported right side rupture and a capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and device rupture.

Event description:
Medical staff reporting a rupture of the right device and a capsular contracture baker grade iii. Physician confirms reported a rupture of the right device and a capsular contracture baker grade iii. Device has been explanted. This relates to the right device.

Event description:
Medical staff reporting, a rupture of the right device. And a capsular contracture, baker grade iii. Physician confirms, reported a rupture of the right device. And a capsular contracture, baker grade iii. Device has been explanted. This relates to the right device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken assessed, as unidentified (tear) and missing assessed, as inconclusive. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. No additional observation. No further actions are required, as no issues with the manufacturing process are observed.